Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. Upon evaluation, the charger/modem reset. The cause of the resets was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent bga connection which was discovered through the use of flash memory test. The intermittent connection is likely due to a fractured solder connection inducted by mechanical stress. The exact source of the mechanical stress had not by positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned charger/modem sn (B)(4) indicating that it resets.